Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc2218500, model: sc-8336-50, serial: (B)(6), batch: 7032245.

Event description:
It was reported that the patients implantable pulse generator (ipg) was not providing adequate pain relief. The patient underwent an explant procedure wherein the system was removed. No device malfunction suspected. The explanted device was disposed at the hospital.